Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect bhcg, list 7k78, that has a similar us product distributed in the us, architect bhcg, list 6c21. This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated there were reproducibility problems with architect bhcg for one patient sample. The patient sample generated results of 12.98, 61, 25, 23, 12 and 11 miu/ml which did not reflect the patient's clinical presentation. There was no impact to patient management reported.